Manufacturer narrative:
The practitioner reported that the implant failed to osseointegrate after the clinical procedure. However, there was no serious injury reported to the patient. The post surgical pain and infection disappered after the removal of the implant. The patient is stated to be doing fine. The DHR was reviewed based on the provided lot number and no discrepancies were noted. Also, nothing abnormal was noticed with the implant during the procedure. The complaint product is currently under investigation and a follow up report will be submitted after completion of the investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The implant was placed on tooth location #4. It was implanted on (B)(6) 2017 and explanted on (B)(6) 2017. There was no serious injury reported to the patient, however post surgical pain was reported which disappeared after removal of the implant. The infected site was cleaned and curated and is reported to be healing. The implant was placed in a previously grafted tissue, but no general bone loss was observed.

Manufacturer narrative:
Corrected: section a2: this information updated as it was omitted at the initial submission. Section a4: this information corrected as it was incorrectly reported at the initial submission. Section d4: this information updated as it was omitted at the initial submission. Section h1: this information corrected as it was incorrectly reported at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 x 10 mm implant using the radiographic template. No defect or non-conformity was observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.